Event description:
Adverse event(s): "20-30 minute delay in case." (No code available). Product problem(s): "system shut down." (Loss of power); "system switched out to complete case." (No code available). A customer reported their unit shut down on its own. This event occurred during a case when the irrigation/aspiration mode was selected. The system shut down completely as if the plug were pulled. The system was rebooted and plugged into a different wall outlet, but system still would not function. The system was switched out and the case was completed with a 20-30 minutes delay. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system. The fuses and fuse holder on the ac power input were replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).